Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events (suspected thrombus and flow issue) could not be conclusively determined through this investigation. The evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues which would have contributed to the reported event. (B)(6) was returned assembled with the pump cable being intact. The modular cable was also returned. The sealed outflow graft and apical cuff were not returned. The device appeared to have been exposed to a fixative agent. Upon disassembly of the returned device, loosely seated, fixed depositions were observed on the textured blood-contacting surfaces of the pump cover. The lack of structure and adherence of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of blood remaining in the device post-explant and exposure to a fixative agent. Visual inspection of the smooth and textured blood-contacting surfaces of the device did not reveal any depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instruction for use contains the following information: section 1 lists thromboembolism as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are also outlined in this section. Section 4 describes the pump flow display and the hazard alarms. The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Section 7 describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that an extracorporeal membrane oxygenation (ECMO) patient with resistant cardiogenic shock underwent a heartmate 3 (hm3) left ventricular assist device (lvad) implant. The implant was performed in a double thoracotomy with ECMO assistance. The device passed the wet test without any concerns. The device was placed on the outflow graft anastomoses. The pump start command was given but the pump was stuck at 0 revolutions per minute (rpm) before it increased to the target 3,000 rpm. Once the pump hit 3,000 rpm the displayed flow increased up to 3.5 liters per minute (lpm) but no blood was flowing throw the outflow graft. The surgeon decided to stop the pump. The surgeon checked the outflow graft pathway and the pump anastomoses on the apex. The pump was then started again and reached 3,000 rpm quickly, the flow reading was 2.5 lpm but no blood was flowing. The surgeon performed one additional attempt to start the pump. The pump power was never greater than 2.5 watts (w). The surgeon disconnected the pump and checked for pump thrombus. The pump and the outflow graft had thrombus and a wet test showed occlusion with poor flow. The backup device was used with no further problems. The patient was not harmed by the event. The patient is in the intensive care unit (ICU) for normal post-operation management. The patient had an activated clotting time (act) value of 176 when he arrived at the operating room. The act value before the implant was 200. The act value after the implant was 300. After the device exchange the patient was fully anticoagulated. The patient was moved to the ICU with ECMO 1.8 lpm as a right ventricular assist device (rvad), nitric oxide 30 ppm, dopamine, noradrenaline, and adrenaline.